Event description:
The patient further reported that she has had problems since she received the implant. She had three surgeries so far for the device. She received replacement system this year and still had accident over the time. It was indicated that she had no therapeutic effect since replacement. Patient stated her husband does the adjustments and he was not available on the day of this call. She had other medical issues going on and she thought it had been a while since her husband last adjusted. She took a fall over her dog three months ago.

Event description:
A patient indicated for fecal incontinence and gastrointestinal/pelvic floor reported they were in pain and their device was not working. Per the healthcare professional, the patient experienced pain from the implant surgery the day following the procedure. It was noted the device was adjusted.

Event description:
A patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor reported a lack of ther apy. The patient stated that she does not think the therapy ever really worked like it should and that it may have helped for a couple weeks, but not much. The patient stated that she used to have diarrhea, but now she has leaking. The patient requested assistance with changing settings. During the attempt to change settings, it was discovered that the patient's device was turned off. After turning stimulation back on and setting to 0.7 on program 1 the patient confirmed feeling comfortable stimulation. The patient stated that she would leave stimulation at this setting and would assess symptoms. The patient was advised to follow-up with her healthcare provider (hcp) if needed. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.